Manufacturer narrative:
Pump received with cracked case at display window corners, severely scratched display window. Pump received with no button response due to flattened b and act buttons dome switch. Inspected component on lcd connector and no unlocked connector noted.

Event description:
Customer's father reported via phone call that customer had physical damage of insulin pump. It was reported that there were scratches on display screen which prevents reading of display screen. It was reported that customer fell on insulin pump causing damage.. Customer's blood glucose was 280 mg/dl. Caller was advised that insulin pump would need to be replaced.